Manufacturer narrative:
This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-07134, 1225714-2014-07135, and 2937457-2014-01881. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired subsequent to the initially reported event. No further information regarding the circumstances or timing of the expiration was provided.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 after the use of the product